Event description:
It was reported that three aborted shocks were observed due to oversensing. Noise was noted on egms during provocative testing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.